Manufacturer narrative:
Sample and photo received by our quality team for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be excess silicone. A device history review was performed for reported lot 4054807, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Possible root cause is associated with inadequate cleaning of equipment. Reviewing cleaning procedures and training the responsible team will be implemented. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd syringe plastipak 5ml s/t s/su had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: contained oil inside syringe. Quantity identified with deviation: one unit. At what point was the occurrence with the product identified (before starting the procedure, during handling of the product by the professional/user, during use on the patient or after use on the patient)? Before starting the procedure. Was there any damage to the patient, healthcare professional, user or other? (Give details): no. Was there a need for medical and/or surgical intervention because of what happened (imaging tests, surgery, administration of medication, etc.)? (Give details): no need for medical intervention. Tell us if the sample that presented the deviation is available for analysis: it is available for analysis. If possible, please attach photo samples of the material with the deviation and its packaging, where the reported occurrence can be clearly seen.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.